Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While the failure was not replicated during in-house testing of the returned ccc, the error observed in the system logs indicates a possible communication issue with the ccc in the patient side cart (psc).

Event description:
It was reported that patient side cart (psc) was not connected to the system with errors. Intuitive surgical, inc. (Isi) clinical territory associate (cta) received phone assistance from isi technical support engineer (tse). The tse had the cta restart the system, which resolved the issue for a few seconds, but the issue reoccurred right after. The tse had the cta move surgeon side console (ssc) 2 blue fiber cable (bfc) to the psc, but the issue was not resolved. The tse advised the cta to perform hard power cycle on the system. However, the surgeon elected to convert the procedure. There was no reported injury. After the procedure, the cta called back to report that the issue persisted after performing hard power cycle on the system. Isi followed up with the cta and obtained the following additional information: surgical ports were not placed on the patient when the issue was identified. The surgeon converted from da vinci ventral hernia to open ventral hernia. There were no patient injuries.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) replaced common compute controller (ccc) and blue fiber cable to address the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed. Failure analysis was able to confirm but could not replicate the reported issue. Error 31089 was confirmed upon reviewing system logs. Upon visual inspection, no issues were found that would be related to the reported failure. Unit was installed into a golden in-house system and system did not trigger any error during startup. The system was left idly for six hours with periodically power cycle, and no issues were observed. Optic light levels have been checked for each power cycle, and all the values were in expected range. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.